Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) was unable to charge. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and was able to reproduce the reported issue. The fse tested and found the cable reel to charge intermittently when cable is pulled to the max and unit is unable to charge. Inspected 15vdc ps and continuity to hospital cart and no abnormality found. With customer approval cannibalised cable reel from cardiosave(sn: (B)(6)) to recover unit. Fse returned and replaced the cable reel and unit tested ok. The removed ac power cord reel was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Received ac power cord reel, with a reported unit failure of intermittent charging and sparks when cable is fully extended. The fat performed a visual inspection and found the part to be in good condition. Performed a continuity test with a multimeter and found that one of the wires in the cord was damaged. This verifies the reported issue of the ac cord having intermittent charging of the machine. Retaining the in the failure analysis and testing department per procedure.

Event description:
N/a.